Manufacturer narrative:
Result of investigation: it has been determined that the issue was caused by o2 supply flow restrictions. O2 supply flow restrictions caused too low o2 flow at 100% o2 setting. This has led to the designed / intended system reaction that the vent has added blower air to keep-up the ventilation performance at the expense of a reduced fio2. In such cases, the software is triggering alarm 272 - "o2 supply insufficient". As a resolution it was recommended that the o2 cells be replaced as a precaution.

Manufacturer narrative:
At this time, full calibrations and fio2 monitoring testing was performed. No repair needed as no functional issues found. Vyiare technical support suggested to replaced new oxygen senor as precautionary measure. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000 has fio2 issues. The oxygen sensor was set on 100% and the sensor reads 87% was just being delivered to the patient. It happens when on non-invasive mode or invasive mode. The customer confirmed that there was no patient harm associated with the reported event.